Manufacturer narrative:
Concomitant medical products: 150ml hospira bag, (B)(4), lot 63-027-jt, exp (B)(6) 2018, 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tubing leak of cisplatin while attached to patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed. Visual and functional testing found no leaks with the received set. Pressure testing also found no anomalies with the set. The root cause of the leak was not determined.